Manufacturer narrative:
Additional information was received on september 29, 2021. The catalog (3509215) and lot number (9375199) were provided. The implant date was estimated with newly made available information. The implant date is estimated to be (B)(6) 2019. A manufacturing record evaluation was performed for the finished device 9375199 number, and no non-conformances were identified. The impacted product was received by the failure analysis lab on october 13, 2021. The explant date was provided with the device received. The device was explanted on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on october 25, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the suture tab was found to have a tear at the juncture patch of the device in the anterior view. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear site, and the thickness was found to be within manufacturing specifications. As the authorization form for examination was not received, the product evaluation lab couldn´t identify a conclusion due to the specific nature of this deflation. The evaluation was limited to non-destructive testing. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor tissue expander placed experienced deflation post procedure. The deflation was diagnosed visually. As a result, the device was replaced with a mentor tissue expander. The date of implant and explant are unknown. Should additional details such as these become available in the future, a supplemental report will be submitted.